Event description:
It was reported that handle broke at place where shaft quick connects.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned the t-handle fractured in the handle portion at the knurled end of the metal shaft. The t-handle is used when coupled with the canal finder to prepare the femoral canal for reaming. The t-handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. This device was manufactured in 2012, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.